Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I free t4 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70400ud00. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 70400ud00. All validity criteria and acceptance criteria have been me, indicating the product is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 70400ud00 was identified. Section d3 - email updated to include new email contact. Initial: (B)(6).

Event description:
The customer reported a falsely depressed alinity I free t4 for one patient sample. The sample labeled with sid (B)(6) generated an initial error code (unable to process test) and no result was generated. The sample was rerun and generated a result of 7.92 pmol/l on (B)(6) 2025 (reference range: 9.01 to 19.05 pmol/l). The sample was rerun on the same instrument on (B)(6) 2025 and generated a results of 11.37 and 11.39 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely depressed alinity I free t4 for one patient sample. The sample labeled with sid (B)(6) generated an initial error code (unable to process test) and no result was generated. The sample was rerun and generated a result of 7.92 pmol/l on (B)(6) 2025 (reference range: 9.01 to 19.05 pmol/l). The sample was rerun on the same instrument on (B)(6) 2025 and generated a results of 11.37 and 11.39 pmol/l. There was no impact to patient management reported.